Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr (B)(6) called in and reported that a silent nite required a remake due to "anchor coming off". The doctor declined to return for repair. The old appliance will be returned for credit once the remake is done.